Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient wore sensor more than seven days. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient wore the sensor for more than seven days. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: "sensors may be worn for up to 7 days (168 hours)."